Event description:
This is a report from a consumer with supplemental information provided by a nurse (rn) in the USA of peritonitis with (B)(6), coagulase negative, coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported by the home patient (hp). The hp reported, he possibly experienced a touch contamination, further described as due to "hair from his arm" (details not provided). The hp stated, on an unreported date in (B)(6) 2012, he experienced peritonitis. Per the patient, he was not hospitalized for the event. Treatment was not reported. On (B)(6) 2012, baxter customer service received additional information from a nurse as follows. The rn confirmed the report of peritonitis with a start date of (B)(6) 2012. The rn confirmed the patient was not hospitalized for the event. The rn reported the cause of the peritonitis was due to the patient making a mistake causing a break in aseptic technique, possibly due to touch contamination. Per the rn the patient recovered from the peritonitis event and reported pd therapy was ongoing. Concomitant medications were not reported. The rn confirmed the cause of the peritonitis was due to a break in aseptic technique by the patient, possibly a touch contamination and was unsure if the peritonitis was related to a baxter solution. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; and the manufacturing facility are unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique that the patient described as possibly due to touch contamination. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.